Manufacturer narrative:
(B)(4). The customer returned one representative sac kit for analysis. One cut and creasing were observed on the packaging. One kink was observed on the protective tubing with a corresponding kink in the guidewire. No defects or anomalies were observed on the catheter. The catheter body length measured 84 mm, which is within the specification limits of 82 mm - 86 mm per catheter product drawing. The catheter body outer diameter measured 1.04 mm, which is within the specification limits of 1.04 mm - 1.09 mm per catheter product drawing. The distal extension line outer diameter measured 2.44 mm, which is within the specification limits of 2.39 mm - 2.49 mm per the extension line extrusion product drawing. The distal extension line inner diameter measured 1.12 mm , which is within the specification limits of 1.09 mm - 1.19 mm per the extension line extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "maintain catheter patency according to institutional policies , procedures and practice guidelines." A lab inventory syringe was used to flush water through the lumen. The lumen flushed as intended and no signs of blockages or leaking were observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user , "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The customer report of a malfunctioning catheter was not confirmed through complaint investigation of the returned representative sample. The representative catheter met all relevant dimensional and functional requirements. A device history record review was performed, and no relevant findings were identified. The IFU provided with this product warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." Based on these circumstances, the root cause could not be determined without the reported device for evaluation. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that " within the first 24 hours, a whitish (ischemic?) Skin area appeared at the insertion site, along with pain in the patient's limb and difficulty taking arterial blood samples." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " within the first 24 hours, a whitish (ischemic?) Skin area appeared at the insertion site, along with pain in the patient's limb and difficulty taking arterial blood samples." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".